Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon likely occurred due to a failure within the sdi (serial digital interface) cable.

Manufacturer narrative:
An olympus technical support engineer helped the customer to troubleshoot the reported issue. During the troubleshooting, the customer was instructed to move the cable to sdi out and to change the input on the monitor sdi. The screen was still green. The engineer informed the user that the cable being used was causing the issue. The part number was provided to the customer for the cable to be replaced. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that when the scope is connected to the facility's otv-s7pro, no scope image was displayed, and the screen was green. No patient involvement or injury was reported. No additional information has been obtained.